Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in (B)(6) 2009, the doctor performed a laminectomy and decompression at the t12 through l2 levels and attempted a spine fusion and rhbmp-2/acs was also implanted. Patient alleges unspecified injuries due to use of rhbmp-2.